Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2009 due to persistent left ovarian cyst with abdominal incisional hernia; worsening stress urinary incontinence; symptomatic bowel prolapse and hypertrophic scar with concurrent exploratory laparotomy with bilateral excisions of hydrosalpinx; excisive lysis of adhesions; abdominal vaginal sacropexy; burch retropubic urethropexy, abdominal incisional hernia repair and scar revision. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia and other injuries. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to urodynamic stress incontinence. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and vaginal scarring.no additional information was provided.